Event description:
It was reported that the patient underwent a thermal ablation procedure. During the therapy cycle, balloon pressure could not be maintained. The balloon was removed from the patient and a pinhole was noted. The procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.